Event description:
Per the clinic, the patient experienced no auditory percepts with device use. An x-ray (date not reported) confirmed that the electrode array was not in the cochlea. The device was explanted (B)(6), 2011 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).